Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure on an unknown date. After four weeks the patient was fine and the mesh was in place. At six to eight months post operatively, the patient presented with progressive pain. A rectovaginal exam revealed a hard thick ridge at the vaginal apex, like the mesh rolled up like a window shade. The patient is scheduled for an MRI. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 04/05/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.